Manufacturer narrative:
The returned device was analyzed and the reported allegations of hole in cylinder and pump malfunction was confirmed. Based on a review of all available information, the cause of the reported event was due to failing the activation test, and the cylinders leak wear at folds resulting in holes.

Event description:
It was reported that for the last 7 months the patient could not use his inflatable penile prosthesis (ipp) device because it was malfunctioning. During the revision surgery it was found that the pump did not work and there was a hole in the right cylinder. The ipp device was removed and a new ipp device was implanted. The patient's condition was good following the surgery.

Manufacturer narrative:
Model number: 72404155, lot number: 113368001, model description: reservoir 65 ml pc/iz.

Event description:
It was reported that for the last 7 months the patient could not use his inflatable penile prosthesis (ipp) device because it was malfunctioning. During the revision surgery it was found that the pump did not work and there was a hole in the right cylinder. The ipp device was removed and a new ipp device was implanted. The patient's condition was good following the surgery.